Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported error code was noted. Visual and functional tests were performed on the returned device. Upon functional testing, the reported acu watchdog failure and primary audible alarm background (bgnd) test was found upon power up test. The probable cause of the reported problem is defective interconnect pcb (printed circuit board). Replaced bottom case, mainboard, interconnect pcb and speaker. The device passed all functional tests after the repair.

Event description:
It was found during investigation that the pump had system failure with primary audible alarm background test. There was no patient involvement, and no patient harm.